Event description:
It was reported that the boston scientific (bsc) cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) due to high out-of-range left ventricular (lv) lead pacing impedance measurements. Boston scientific technlcal services (ts) reviewed available data via the latitude remote patient monitoring system and discussed with the field that the lss was related to the right ventricular (rv) lead, which is a non-bsc product. Ts further explained that whenever high or out-of-range values are measured through the ring in bipolar setting of rv lead, ii does affect lv lead impedance measurements and can lead to lss. Potentlal causes include rv lead fretting in the device header (observed for non-bsc leads). Lead integrity testing was recommended and discussed with the field. There were no adverse patient effects reported, and current evidence suggests the crt-p and associated rv and lv leads remain implanted and in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)